Manufacturer narrative:
(B)(4). Batch # unknown. As a lot/batch was not provided, a device history could not be performed. Additional information: the clips were malformed. Another device was used to complete the procedure.

Event description:
It was reported that during a cholecystectomy procedure, the clip applier failed to fire correctly to occlude the cystic duct. There were no patient consequences reported.